Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter. The following information was received by the initial reporter with the following verbatim. It was reported by customer that black flecks on the inside of primary IV tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Two of the four photos taken by the customer confirm the foreign matter on the drip chamber. A quality notification was sent to the supplier. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.